Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle optium neo meter were reviewed, and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported receiving an "unspecified error" message and was issued a replacement device. The customer reported that due to a delivery issue, the customer did not have a device to monitor glucose and felt drowsy. The customer was seen by the hcp, where unspecified treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported receiving an "unspecified error" message and was issued a replacement device. The customer reported that due to a delivery issue, the customer did not have a device to monitor glucose and felt drowsy. The customer was seen by the hcp, where unspecified treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle optium xido meter were reviewed, and the dhrs showed the freestyle optium xido meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section d1 (brand name) and h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.